Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that far field r wave oversensing and a high amount of auto mode switching (ams) was observed on the atrial channel. Programming changes were made. The patient was stable.